Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was exposed to high magnetic field. Customer were able to clear the alarm. Customer also stated that the error occurred second time. The insulin pump will not be returned for analysis.